Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to remove was confirmed. A review of the electronic lot history record, corrective action tracking system for the web database review, and similar incident query was not performed because the part/lot numbers were not reported. The investigation determined the reported difficult to remove appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous lesion in the common femoral artery (cfa). An ht command 14 guide wire (gw) was advanced to the lesion without resistance, and a 4.0mmx80mmx150cm armada 14 balloon dilatation catheter (bdc) was advanced over the gw without resistance and inflated without issue. During an attempt to deflate the armada balloon, deflation was difficult, negative was held for approximately 30 seconds and the balloon only partially deflated after multiple attempts. An attempt was made to remove the bdc from the anatomy, however the bdc became stuck on the command gw and both devices had to be removed as a single unit. A new guide wire and balloon dilatation catheter were used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. The additional armada 14 device referenced in b5 is filed under separate medwatch report number.